Manufacturer narrative:
We have received the complaint device for evaluation, and we have confirmed the reported incident. We observed the proximal ligature has slipped over the inflation holes and most of the balloon piece was missing. We observed excessive necking of the catheter lumen. As a result, the inflation lumen was occluded. We observed 20-30 cm mark has stretched to 11.5 cm and the total length of the lumen was measured to be 42 cm ( 2 cm above the specification ). Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. As part of our manufacturing process, a 100% balloon and winding inspection are performed on each of the manufactured product. Device operated properly during pre-use check and during first few passes. Based on our device evaluation and incident report, it is likely that the patient's anatomical factors (stenosis in the lesion area) along with the procedural factors (use of excessive force to remove the thrombus) could have contributed to this device failure. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials.

Event description:
The product was used for thrombectomy of the dialysis patient. After the pre-test, the catheter shaft was passed through the 5fr sheath to remove the thrombus. Thrombectomy was performed several times after absorbing the thrombus from the sheath port, the physician tried to deflate the balloon and remove the catheter from the sheath, but could not do at all. After all, the catheter was removed together with the sheath, and the procedure was completed successfully.